Event description:
It was reported that an expired terra nova double diamond tip pedicle access needle was used intra-operatively. No surgical delay or adverse consequences were reported.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.